Event description:
It was reported that the infusion set was leaking at the cannula. The patient experienced elevated blood glucose levels of hi; when he removed his infusion set, he found the cannula to be bent and leaking. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was discarded.